Event description:
The drain was removed from the pt following a herniogrraphy. It was reported that the radiopaque part of the device was "stretched out" during removal. There was no adverse consequence to the pt.